Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the left radial artery. The 90% stenosed denovo lesion was located in the severely tortuous and severely calcified unspecified artery. During the first inflation of a 2.00mm x 30mm apex balloon catheter at 10 atms a balloon rupture occurred. The apex balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).